Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-(B)(6) product. Study no: (B)(6). Clinical adverse event received for coxarthrosis left. Device related: no information provided. Procedure related: no information provided. Treatment/impact: hospitalization, medical intervention/ modification, physical therapy and a "total hip arthroplasty". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).